Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient receiving morphine (25mg/ml) at an unknown rate via implantable pump. The indication for use for the patient was non-malignant pain, failed back surgery syndrome, and joint pain/arthritis. It was reported that the patient had experienced withdrawal symptoms and had been hospitalized. Upon interrogation of the pump, it was found that a motor stall had occurred and had not recovered as of (B)(6) 2015. It was indicated that the pump was explanted. The date of explant was initially provided as (B)(6) 2015 but was later given as (B)(6) 2015; the date of explant was not clear. It was noted that there was no patient injury. The cause of the motor stall was not reported; further follow-up was being requested to obtain additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly of corrosion and/or wear and/or lubrication. In addition, there was a motor stall that occurred due to shaft-bearing. Analysis showed that the programmed pump dosing at the time of the motor stall had been 0.151 mg morphine per day.results and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from a manufacturer representative. It was confirmed that the pump was removed and replaced on (B)(6) 2015.